Event description:
It was reported that the patient faced an infusion set needle was detached from site event on (B)(6) 2025. The patient was also completely immobilized.

Manufacturer narrative:
Initial 1 of 2. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. E1: (B)(6). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: review of complaint record database (B)(4) e vent description and all available information was completed, and lot number 6009923 was provided. Complaint was classified as a serious injury under malfunction code: adhesive patch completely detaches during use- detachment / significant wetness. A query was run in the electronic quality management system (eqms) on (B)(6) 2026 against ¿lot number¿ ¿6009923¿ and similar malfunction code(s): detachment / significant wetness, adhesive patch lifts or detaches during use (only use for confirmed adhesive issue and patch lifts or detaches during use (only use for confirmed adhesive issue) record database(B)(4) were identified for the same lot and similar related issue. As the number of complaints is 2, which is below stated threshold of 3, no further actions required. A non-conformance (nc)/corrective and preventive action (CAPA) query search was run in the eqms system performed on (B)(6) 2026 against ¿lot/batch number¿ ¿6009923¿. No records were found. Batch record review: the batch record for lot 6009923 was reviewed. Review of the batch record showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Coa for adhesive batch 34560111 all test criteria were accepted, no further investigation needed sterilization report (B)(4) for lot no. 6009923 was reviewed no further investigation needed. Sample testing: no products or pictures were returned with the complaint to aid in the investigation. No product testing will be performed. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Further evaluation and actions related to the adhesive issue are being addressed under the pre-existing CAPA-2010953. CAPA determination: complaint unconfirmed following investigation, no further CAPA action needed. Summary conclusion: based on the information available, the investigation has been completed and all applicable requirements were reviewed and found to be met. The complaint is unconfirmed as investigated. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.